Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, overweight device (however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification; therefore, the overweight device observed during the additional analysis is not considered a workmanship), and flat creases. The unit is not ruptured. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left-side rupture, biocell textured device, swollen and pain". Device remains implanted.